Event description:
Pt has a history of breast cancer, status post bilateral mastectomy/bilateral breast reconstruction with 550 cc silicone implant. The patient was found with a left breast ruptured silicone implant. Bilateral breast implant removal was done. The finding was a left breast ruptured implant gel with leakage of the gel material and a thick capsule with capsular contracture grade 3. Bilateral breast implants were removed. Allograft placement bilaterally was done. Patient to recovery in stable condition.